Event description:
Table x-ray tube failed after 22 months of use in toshiba kalare diagnostic rf x-ray system. The recall issued in april 2013 states that when conditions with the small focal spot are set and the ready switch is held down, the large focal spot is also heated, as a result the tube current exceeding the set value flows.